Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient self admitted to emergency department reporting that their implantable cardioverter defibrillator had shocked them around eight times. Upon interrogation of the device, it was revealed that the device had in fact provided multiple inappropriate shocks due to interpreting a supraventricular tachycardia as an episode of ventricular fibrillation. The physician adjusted the patient's medication as a result. The patient was in stable condition.